Event description:
It was reported to boston scientific corporation that an obtryx halo system was used on the patient. The procedure was completed with this device. There were no complications reported immediately after the conclusion of the procedure. According to the complainant, the patient had a vaginal erosion six months after the insertion of transoburator tape. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.